Manufacturer narrative:
No product was returned for evaluation. Device history record review was not possible since no lot number was provided. The complaint could not be confirmed. The reported condition was consistent with previous complaints received. The most probable root cause has been identified to be related to the stopcock supplier. Linked to mfg report numbers: 2648988-2019-00039, 2648988-2019-00020, 2648988-2018-00012, 2648988-2019-00043, 2648988-2019-00044, 2648988-2019-00045, 2648988-2019-00046, 2648988-2019-00047, 2648988-2019-00048, 2648988-2019-00049, 2648988-2019-00050, 2648988-2019-00051, 2648988-2019-00052, 2648988-2019-00053, 2648988-2019-00054, 2648988-2019-00055, 2648988-2019-00056, 2648988-2019-00057, 2648988-2019-00058, 2648988-2019-00042, 2648988-2019-00060, 2648988-2019-00061, 2648988-2019-00062, 2648988-2019-00063, 2648988-2019-00064, 2648988-2019-00065, 2648988-2019-00066, 2648988-2019-00067, 2648988-2019-00068, 2648988-2019-00069.

Event description:
This is 18 of 28 reports. A customer reported that at the change of shift on 21mar2019, the oncoming night registered nurse (rn) and day rn performed bedside report. At the end of report, the day rn noticed that something appeared 'off' about the transducer portion of the patient's external ventricular drain (evd- unspecified limitorr). Upon further inspection, it was discovered that the plastic portion which connects the transducer to the evd had broken off. At that time, the site where the evd had broken was covered with an iodine pad to prevent the system from being open to the environment. The neurosurgical team was immediately notified and a new evd was connected to the patient by the resident physician. After the connection, patency was confirmed and an intracranial pressure (icp) waveform was checked.